Manufacturer narrative:
The report of invalid impedance was not confirmed. Analysis of the returned lead extension found no anomalies and found it passed end to end continuity, output resistance and inter-channel continuity testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15278. Related manufacturer reference number: 1627487-2021-15279. It was reported the patient was not receiving effective stimulation due to impedance issue. Diagnostic testing revealed high impedance on right extension and low impedance on left extension. In turn, surgical intervention was undertaken wherein both extensions were explanted and replaced. This addressed the issue.